Manufacturer narrative:
Investigation results: the complaint of unintended material on the side of the catheter was confirmed; however, the root cause could not be determined. Three photographs of a 20g nexiva IV catheter were provided for investigation. Two of the photos showed a light-colored material on the external surface of the IV catheter tubing. The source and composition of the material could not be determined from the photographs. No physical sample was returned for investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 383556 batch#: 4178020. It was reported that the bd nexiva 20 ga x 1.00in sp with maxzero had foreign matter. The following information was provided by the initial reporter: nurse noticed a small piece of plastic on the side of the catheter prior to insertion. Nurse did not insert into patient and retrieved a new catheter. Additional information provided 1. In description stated several incidents, if possible, please provide the date of event of each individual incident? Whether all of incident with respect to same material number? If not kindly provide the material number? 2. In all incident is there any patient harm or injury? I do not have the exact dates. The one for which the product lot # was provided was the week of 1/6. The other incident was the week prior to 1/6, according to the nurse who observed/reported it. Neither defective catheter was used on a patient, so there was no patient harm. Please let me know if you need any additional information.